Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug (not documented) of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s pump was exposed through the skin due to the patient being quite slumped over, and over time the pump rubbed through the skin. The date of event / onset was unknown. No diagnostic tests were performed. The pump was explanted on an unknown date. The pump would not be replaced in the future. The pump was discarded by the healthcare provider. The issue was resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. The patient¿s weight and medical history were noted as having been requested but were unknown or would not be made available. No further patient complications have been reported as a result of this event.